Manufacturer narrative:
Product event summary: the pscc100 pulseselect catheter with lot: 0012783291 was returned and analyzed. No anomalies were identified during external visual inspection of the array, shaft, and handle segments. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. During functional testing, the generator terminated the therapy delivery due to system error 2000 (an error message was received indicating that there was an electrical current error). Verification of the steering mechanism was performed. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of the sliding mechanism was performed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. The electrical continuity test revealed an open loop on electrode 7 and 8 wires. The hipot test failed at steps 1, 5, 7, 11, 15, 17 and 18. Inspection (microscope/x-ray imaging) and testing was performed to verify the integrity of the catheter sub-components. During inspection of the shaft segment, broken electrode 7 and 8 wires were observed. During inspection of the shaft segment, an electrode wire was observed to be charred, the electrode wire insulation was observed to be burnt/damaged, and entangled electrode wires were observed. In conclusion, the catheter failed the returned product inspection due to a charred electrode wire, a burnt/damaged electrode wire insulation, a broken electrode wire, and a tangled electrode wire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the slide control was stiff and eventually only extended one third of the way. The procedure was continued by applying force to the slide control but then noise was detected on electrode nine and shortly after an error message was received indicating that there was an electrical current error. An attempt was made to adjust the ring position and the guidewire position without resolution. The catheter was then replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.